Manufacturer narrative:
Product event summary (B)(4): evaluation determined that there was no allegation of a device failure, but standard investigation is needed because the event was determined to be reportable to a regulatory body. The source information indicates a potential relationship between the adverse event(s) reported and the device therapy. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report that the patient could not control their bladder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had permanent pelvic floor dysfunction and they were set up for emergency surgery, but it was cancelled. They claimed that all three of their devices were on recall. They were back in diapers and using catheters, again. They stated that their life was, again, down the drain because they couldn't get the devices removed and replaced. They had a great surgeon who, they thought, did an awesome job with the mess that they had to redo. A hcp put the wrong bladder sling in and too tight, so they had to cut it and they just left the patient. It fell onto the patient's uterus and crushed it, so a hcp had to do a full hysterectomy. They had no choices on that, so they had a total life-changing surgery and was pooping and peeing in diapers, again, because the hcp wouldn't do the surgery. They stated that their life was at risk. This was claimed to have happened on (B)(6) 2017. On (B)(6) 2017, it was stated that the event happened on (B)(6) 2017, conflicting with the date stated prior. On (B)(6) 2017, the patient said their device was broken and they were having accidents all over themselves. They were sitting in diapers and using catheters. They repeated that their device was under recall, stating that the recall was a year prior to the report and the manufacturer never contacted them. Their device worked perfectly fine up until the (B)(6) 2017. They stated that they were just at the hcp office and they wouldn't touch them. The patient further stated the "product is junk, broke and under recall, I have it all in writing," and "you are too dumb to take it off the website," meaning the recall information. Medwatch mw5068310.

Event description:
Additional information was received from a consumer. It was reported that the patient did not know when they had to go to the bathroom, it just goes and they could not stop it. It was noted the bladder symptoms returned ¿maybe in (B)(6), something like that, I don¿t know, like 6 weeks ago.¿ the patient reported recalls on their device and stated the device needed to come out and their hcp was going to put in a new device but cancelled the replacement surgery. Additional information was received from a manufacturer representative requesting information about recalls on the patient¿s device. It was reviewed that the last fca was (B)(6) 2015 for cycling/longevity concern and if the patient wasn¿t programmed with cycling, then there was no concern for their device to deplete early. The manufacturer representative indicated that if there was no recall, then the hcp was going to cancel the surgery to remove the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient that they have now lost a body part and have permanent nerve damage as well as pelvic floor dysfunction. Patient stated that they will now have to use catheters for the rest of their lives. They stated that they paid (B)(6) for the interstim device, and asked how much were uterus and fallopian tubes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient with implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient could not control their bladder and that their bladder had stretched out to 1900 cc and ¿dumped it out.¿ the patient stated that they had scheduled an emergency surgery due to their bladder issues. The patient reported that they ¿had a mesh put in¿ to pick up the bladder. The patient stated that the doctor had put in the wrong one for their situation and that it was too tight. It was removed and thrown away.